Event description:
During the evaluation of a returned spectrum infusion pump, baxter experienced a "door not fully latched" alarm. Any patient involvement or medical intervention is unknown since this was found during evaluation of the device. No add'l info is available.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of complaint (B)(4). The identified "door not fully latched" alarm was confirmed and reproduced during evaluation. The alarm was caused by the upper door hook being out of adjustment. The device was reworked to correct this condition.